Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, it was reported that the annuloplasty ring was explanted after approximately 5 years. According to follow-up with the health care provider, the device was explanted due to residual mitral regurgitation (mr) and associated tricuspid regurgitation (tr). The annuloplasty ring was replaced with an edwards valve. The surgeon indicated that the ring did not contribute to the event.

Manufacturer narrative:
Method: device not returned. An operative report was requested but not provided. The device is not available for return as it was discarded by the hospital. With the minimal information provided, a complete evaluation cannot be performed. However, the surgeon indicated that the ring did not contribute to the event. A device history record (DHR) review was completed, and it was confirmed that this device passed all manufacturing and sterilization inspections during production.